Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutni result above the acute myocardial infraction (ami) for one patient generated by the unicel dxi 800 immunoassay analyzer. The result was reported out of the laboratory. The customer repeats all accutni results between 0.04ng/ml and 5.0ng/ml. The sample was repeated and lower result within the normal reference range was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in greiner lihep plasma tubes and centrifuged for 10 minutes at 3000 g. The sample appeared clear upon visual inspection. The customer did not require instrument service at the time of the event. Per customer feedback, the customer was satisfied with instrument performance at the time of contact. A definitive root cause for this event has not been determined to date.